Manufacturer narrative:
The tech found grease on the hi/low drive brake assembly. The tech cleaned and degreased the hi/low drive brake assembly to repair the bed.

Event description:
Info received indicates the bed is drifting down after being raised.